Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis revealed that the returned controller passed functional testing and visual inspection. The reported driveline disconnection event was confirmed through log file analysis, which revealed 8 vad disconnect alarms on (B)(6) 2019. These alarms are indicative of a physical disconnection of the driveline from the controller, which corresponds with the reported disconnection of the driveline. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the vad disconnect alarms observed in the log files may be attributed to a physical disconnection of the driveline from the controller which correlates with the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: serial #: (B)(4). Device evaluated by MFR: yes, FDA method code(s): 10, 4112, FDA results code(s): 213, FDA conclusion code(s): 19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ controller 2.0 / (B)(4) / model #: 1420-controller / expiration date: 2018-04-30, UDI #: (B)(4). Device available for evaluation: yes. Return date: 2019-02-25. Device evaluated by MFR: no; device evaluation anticipated, but not yet begun. Mfg date: 2017-04-30. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a driveline disconnection from the controller, resulting in a ventricular assist device (vad) stop. It was noted that at the time the patient was changing clothing for a rehabilitation appointment and it was believed the disconnect was due to user error. The patient then decompensated, lost consciousness and suffered a cardiac arrhythmia. The patient received advanced cardiac life support and cardiopulmonary resuscitation. The medical staff was unable to reconnect the driveline to the controller, suspected to be due to the driveline cover blocking the driveline connector. Approximately forty minutes after the pump stop, the driveline was connected to a backup controller and the pump was re-started. The patient was transferred to a hospital intensive care unit (ICU) in critical condition and was intubated and sedated. Later, the patient was determined to have anoxic brain injury. The family withdrew supportive care and the patient subsequently expired.